Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer also reported of receiving a sensor error and calibration errors. Customer's sensor glucose was 123 and blood glucose was 438 mg/dl. Customer reported that blood glucose was high due to underestimating carbs for a meal. Customer declined troubleshooting and requested for sensor to be replaced.